Event description:
It was reported that the patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. One week prior to receipt of this report, the patient began treatment with cefadin (cefazolin) and ceftazidime (10 grams, once, route not reported) for peritonitis. Three days after starting this treatment, the patient was also started on fluconazole (100 micrograms, once, route not reported). Four days later (on the same day as the receipt of this report), the treatment with cefadin and ceftazidime was discontinued. The fluconazole was discontinued five days after that. The outcome of the peritonitis event and the action taken with pd therapy were not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.